Manufacturer narrative:
The investigation was based on the provided logfiles of the affected device and an analysis of the software code. The analysis of the logfile confirmed that the evita v800 was performing a complete restart due to repeated crashes of the smartcare process. Smartcare is a software option for the evita v800 that can be used to wean patients with assured spontaneous breathing. A crash of the smartcare process is alerted by the device and ventilation continues with the previous settings. Analysis of the software code has identified a software error whereby the safety software responds to the repeated crashes of the smartcare process by initiating a restart of the ventilator. During a restart, ventilation is temporarily interrupted and the ventilator's secondary audible alarm sounds. The inspiratory valve is meanwhile open against the environment to allow the patient to breathe spontaneously. After 8 seconds at the latest, evita v800 automatically continues ventilation in unchanged settings. The restart of the control unit is completed after one minute at the latest. The restart is finally indicated by the alarm message "ventilation unit restarted" on the control unit with acoustic alarm tone sequence and the secondary acoustic alarm signal of the ventilation unit is silenced. The device alerted to the restart and smartcare crashes as specified. No other cases were reported for this failure pattern. The results of the investigation did not reveal any new or additional risks.

Event description:
It was reported that the device restarted during an ongoing ventilation.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device restarted during an ongoing ventilation.